Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts distorted, bunched, overlapping and stretched on to the bumper tip. The stent moved distally on the balloon exposing the balloon wall on the proximal side for 9mm from the proximal markerband. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found the outer extrusion and inner lumen squashed 200mm distal to the midshaft bond for approximately 17mm. The midshaft and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-jan-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a severely tortuous and moderately calcified coronary artery. A 2.25 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage and movement on the balloon.